Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient, a 980 ventilator's oxygen (o2) level changed from 40% to 100%. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The proportional solenoid (psol) valve, flow sensor, inspiratory flow module (ifm) printed circuit board (pcb), and mix controller pcb were returned to medtronic¿s product analysis laboratory. An investigation was performed on the psol valve assembly and the reported issue was confirmed; the psol valve was found to be leaking. The cause of the leak was isolated to the poppet not being sealed correctly. A visual inspection was performed on the flow sensor and no anomalies were observed. An investigation was performed and no fault was found with the returned flow sensor. A visual inspection was performed on the ifm pcb and no anomalies were found. An investigation was performed and no fault was found with the returned ifm pcb. A visual inspection was performed on the mix controller pcb and no anomalies were found. An investigation was performed and no fault was found with the returned mix controller pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
A service engineer (se) inspected the device and replaced the proportional solenoid (psol) valve assembly, flow sensor, inspiratory flow module (ifm) printed circuit board (pcb), and mix controller pcb. The unit passed all testing and operated within the manufacturing specifications.